Event description:
Home health nurse reported 'current pump keeps consistently finishing 15-20 minutes early, and today I received an error whilst attempting to prime tubing. Error stated "system error" and I had to shut it down and restart. Battery was full so I think it would be best to exchange for a new one.' Gamunex-c frequency: 2 days every 4 weeks. Gamunex-c indication: other encephalitis and encephalomyelitis and other specified disorders involving the immune mechanism, not elsewhere classified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.